Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete device information. The event date is unknown.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient's lead has migrated. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up revealed the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.